Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the trunk cable connector was missing. The root cause for the strained cable and missing connector was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.